Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore and had no motor movement or negligible movement retries to free a stuck motor failed alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Customer reported crack on battery side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = missing. Device was returned for a cosmetic damage/pump error 38 alarm/unexpected battery power loss alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to verify pump error 38 alarm, unexpected battery power loss alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the pcba 1 and found broken l7 on pcba 1. Unable to download crest. Pcba 1 was swapped out with a working test board and successfully download crest confirming unable to download crest due to broken l7 on pcba 1. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Force sensor zero offset within specification. Motor failed motor test due to jammed motor gearbox. Test p-cap and reservoir does not locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. Unable to download crest due to broken l7 on pcb 1. Unable to confirm pump error 38 alarm or unexpected battery power loss alarm due to critical pump error (open book image) alarm. Cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.